Event description:
It was reported that the customer experienced occlusion alarms, specifically alarm 2 followed by alarm 26. There was no adverse impact to the customers blood glucose level. Tandem technical support provided multiple troubleshooting steps, but the alarms recurred. Due to the ongoing occlusion alarms and after exhausting troubleshooting options, a replacement pump was recommended and arranged.